Event description:
It was reported per field service report: symptom - screen went black while on patient. Pump stopped pumping. No harm to patient. Findings/action taken: spoke to the nurse who explained the event. The nurse thought the pump stopped because of poor ECG trigger. Confirmed problem. Replaced head. Additional information received on (B)(4), 2011 from field service representative stated that as a result, the transport continued successfully. Pump was switched out successfully when they reached their destination. The nurse stated there was no injury to the patient.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.